Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with her glucometer. Customer had a bayer meter and stated that her blood glucose level was high. Customer declined to troubleshoot and said she just wants to get her glucometer working. Call was disconnected. Customer was called back and she stated that she figured out her glucometer and bolused. No additional information provided.